Event description:
Pt on ventilator was having difficulty breathing. When resp therapist attempted to adjust vent parameters, screen went black and high-pitched tone emitted from machine. Pt removed from vent and bagged w/ 100% oxygen. After shutting off vent, restarted with same black screen present. Vent removed and sent to biomed. Pt placed on new vent. Biomed report: vendor service requested. Vendor tech reported gui cpu failure; warranty replacement of gui keyboard necessary.